Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or weak battery alarms noted. However, the pump had a cracked reservoir tube window, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer weak battery signal on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was unknown. The customer was already sent a replacement battery cap which did not solve the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.